Event description:
My dexcom g7 sensor gave incorrect readings. It still does. I have to use a finger stick to double check the numbers. He first time I realized it was reading glucose number in the hundres (108) and when I got to the ER 5 minutes later it was actually over 500. It was done at the hospital, (B)(6).